Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that assembly fixture m12 vial broke. The following information was provided by the initial reporter: when the hcp attached p50 to the vial of vectibix using m12, the bottom of the vial was broken.